Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery packs were not charging in the charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery packs sn (B)(4) has been completed. Upon investigation the battery connector was damaged on both battery packs preventing the battery packs from connecting to the charger. The root cause for the damaged connectors could not be positively identified, but the damage likely occurred when the batteries were inserted into a monitor or charger with excessive force. No adverse event resulted from the damaged connectors.